Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that his son received multiple no delivery alarms. The customer's blood glucose was 425 mg/dl at the time of incident. Customer over treated their high blood glucose which caused them to experience a low blood glucose of 47 mg/dl. Customer took off the insulin pump and treated with 15 grams of sugar. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. Pump passed the dat test at 0.08750 inches. Pump delivered a bolus properly. No under delivery anomaly or over delivery anomaly noted. Pump uploaded properly using carelink pro and all bolus data recorded properly on data report. No history anomaly noted. No loss of data anomaly noted. Pump communicated properly to blood glucose meter. No blood glucose meter anomaly noted. Pump had cracked battery tube threads and minor scratched display window.